Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
After opening the implant, the nail was prepared. When I felt something was wrong and checked it before inserting it into the body, I found that the package and the nail itself had the word ¿left¿ engraved on them, but it was actually a right-handed implant. The operation continued with a different size implant being opened and inserted.

Event description:
After opening the implant, the nail was prepared. When I felt something was wrong and checked it before inserting it into the body, I found that the package and the nail itself had the word ¿left¿ engraved on them, but it was actually a right-handed implant. The operation continued with a different size implant being opened and inserted.

Manufacturer narrative:
The reported event could be confirmed, since physical evaluation revealed a wrong shape nail. It could be verified that in comparison with the corresponding drawing 68-2122210_revaa the most prox. Hole above oblong hole seems to be incorrect for the device in question femoral nail, left t2 gtn ø8x300 mm, catalog # 18500830s / lot code k09f126. The position of the milling corresponds to that of a femoral nail, right t2 gtn ø8x300 mm according to the drawing 68-2122211 instead of femoral nail, left t2 gtn ø8x300 as per drawing 68-2122210. This was classified as a manufacturing deviation and was addressed in accordance with our procedures which will cover all further actions needed. In case substantive information becomes available in future that suggests otherwise we reserve the right to reopen the case.